Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). E1 phone number: complete phone number is (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect free t4 and provided the following data on 1 patient: customer normal range: 0.89 - 1.76 ng/dl on (B)(6) 2024 sample ID (B)(6) free t4 test initial result was > 5 ng/dl, and repeat result was 1.04 ng/dl. Other laboratory data: tsh level was normal (1.54). Per the customer the discrepant results were not reported out to the patient¿s medical provider. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 56026ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 56026ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances, potential nonconformance, or deviations with the complaint lot. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent lot 56026ud00 identified.

Event description:
The customer reported falsely elevated architect free t4 and provided the following data on 1 patient: customer normal range: 0.89 - 1.76 ng/dl on 10 june 2024 sample ID (B)(6) free t4 test initial result was > 5 ng/dl, and repeat result was 1.04 ng/dl. Other laboratory data: tsh level was normal (1.54). Per the customer the discrepant results were not reported out to the patient¿s medical provider. No impact to patient management was reported.